Event description:
It was reported that the pump exhibited a constant "travel coarse error, check clutch/plunger lever" alarm. Per reporter alarm could not be resolved. It was also reported that the top bezel was broken. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3: unknown; no information has been provided to date.

Manufacturer narrative:
Other text: h6 - updated. One device was returned for investigation. The event history log shows a travel coarse error. The device was functionally tested and the reported problem was duplicated. A popping noise was heard followed by 'travel coarse error and check clutch/plunger lever' at occlusion test. Abnormal wear of the clutch halves and lead screw caused by damaged plunger tube and carriage, impact broke the plunger tube screws. Plunger head was loose and causing premature wear to the lead screw and clutch halves and impact by customer damage. The device was repaired and passed all functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.